Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, ¿adjust/check belt¿ messages) was confirmed due to the electrode belt¿s wires being broken near the connector and the cables being pulled from strain relief. The root cause of the physical damage to the strained cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.